Event description:
It was reported that during an off-label left-bundle branch area pacing implant procedure, the physician observed that this lead helix was deformed. The lead was exchanged to resolve the event and no adverse patient effects were reported. This lead is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The entire lead was returned with an extended helix and blood/bodily fluids were present in the helix housing. Visual examination of the lead confirmed the a deformed helix was stretched and bent at the tip. The helix mechanism test failed due to this deformation. Continuity testing was performed which confirmed the lead conductors were intact with no evidence of fracture. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that during an off-label left-bundle branch area pacing implant procedure, the physician observed that this lead helix was deformed. The lead was exchanged to resolve the event and no adverse patient effects were reported. This lead was subsequently received for analysis.